Event description:
A pt was implanted with uss system at l4-s1 on an unk date. The pt subsequently developed adjacent level disc disease at l2-l3, l3-l4. The pt was returned to the operating room for revision and removal of hardware on (B)(6) 2012. The pt had a solid fusion from l4-s1. The surgeon removed all hardware and revised the pt with a new uss dual-opening system at l2-s1. This report is #10 of 20 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.